Event description:
Customer's strips were damaged. They did not report any symptoms. They ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.